Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a cracked during dwell 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to discovering the fluid leak. There was no fluid discovered in the pump module area of the cycler or on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. The patient received multiple air detected in cassette alarms prior to discovering the fluid leak. The patient¿s contact stated that a fluid leak was discovered in dwell 1 from the supply bag line tubing. The patient¿s contact stated that there was a small hole in the tubing of the supply bag line. The patient¿s contact stated that there was no issue with the bag and confirmed that the bag was not leaking. The patient¿s contact confirmed that no fluid got in or on the cycler. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a cracked during dwell 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to discovering the fluid leak. There was no fluid discovered in the pump module area of the cycler or on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. The patient received multiple air detected in cassette alarms prior to discovering the fluid leak. The patient¿s contact stated that a fluid leak was discovered in dwell 1 from the supply bag line tubing. The patient¿s contact stated that there was a small hole in the tubing of the supply bag line. The patient¿s contact stated that there was no issue with the bag and confirmed that the bag was not leaking. The patient¿s contact confirmed that no fluid got in or on the cycler. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.